Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could not reproduce the complaint of system error 105 due to a system error 603. The complaint was confirmed through the event history log review and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.